Event description:
It was reported that patient is experiencing pain approximately two years post implantation. All radiographic imaging displays no significant findings and all products remain implanted. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product: psn rev fem cmt ccr std sz 7r, item# 42504606202, lot# 64838116; psn rev str smth stem 14x75, item# 42560007514, lot# 64853522; psn fem distal aug sz7 5mm, item# 42556606205, lot# 64817473; psn rev tib fix np sz c r, item# 42542006402, lot# 64679144; psn rev str smth stem 14x75, item# 42560007514, lot# 64853522; refobacin bc r 1x40 us, item# 110034355, lot# k1905z22ba, unknown mesh. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: between may 2021 and april 2025, the patient¿s course was marked by persistent knee pain and progressive hip complications. Early follow-ups in 2021¿2022 showed only mild pain with unremarkable x-rays, though contralateral knee pain was noted in april 2022. By late 2022, the patient developed a right hip abscess requiring hardware removal and IV antibiotics, followed by ongoing moderate, continual right knee pain with activity-related exacerbations (particularly twisting, pivoting, standing upright, and stair climbing) reported from january 2023 onward, despite consistently normal radiographic findings. Additional events included left tka in june 2023 and lumbar surgery in october 2024. By march¿april 2025, the patient experienced severe pain with twisting, pivoting, and standing, along with right groin pain; although the knee exam remained stable and imaging showed implants in good position, workup was initiated to rule out infection and iliopsoas tendinitis. Ultimately, she was referred to pain management for chronic, debilitating right hip pain and instability, significantly limiting safe ambulation despite multiple prior surgical interventions. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.